Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6); implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they got a batteries needed to be replaced message for the battery in their controller when charging the implant. The issue began either 2 weeks ago, the (B)(6), or friday. Agent had difficulty understanding patient during the call. Patient mentioned they could not insert aa batteries and did not know if they could remove the battery. Agent reviewed information. During the call patient cleaned the controller and recharger pins. Patient mentioned it was not easy to clean the controller pins because they were on oxygen and mentioned something else about their oxygen that agent could not understand. There were no damages in the controller port and recharger. Patient reset the controller and plugged the recharger. Patient got no device found then poor, good, to excellent. Controller was at 100% and implant was at 70%. The controller decreased to 90% and implant increased to 80%. The troubleshooting steps that were taken on the call resolved the issue. Patient also reported their implant was moved because their pants hardly fit. It would have been 2 years in (B)(6) for the event date or before they had open heart surgery.